Event description:
I think we may have defective percutaneous drains. We have had 2 of them come apart in the same spot this week alone. The port that is attached to the guide wire is coming apart from the drain tube. This means that the bag no longer holds suction for drainage and the drainage ends up all over the patient.